Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and subsequently expired two days later; injuries were alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.